Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was transported to the emergency room via ambulance and was subsequently admitted to the intensive care unit; cause was not provided. A blood glucose level was not provided. Customer was treated with intravenous fluids of saline and was discharged approximately 1 month later with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.